Event description:
Spontaneous call from patient stating her cassette malfunction causing a 'no disposable, pump won't run' error. Patient tried backup pump which did not work. Patient made new mix on new cassette and issue was resolved. Did the reported product fault occurred while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: none - causing error on pump only has this incident happened within the past 6 months? (Offer nursing evaluation) yes; has this patient reported a pump malfunction within the past 6 months (offer nursing) no. Reported to (B)(6) by pt/caregiver.

Event description:
Spontaneous call from patient stating her cassette malfunction causing a 'no disposable, pump won't run' error. Patient tried backup pump which did not work. Patient made new mix on new cassette and issue was resolved. Did the reported product fault occurred while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes; what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: none - causing error on pump only has this incident happened within the past 6 months? (Offer nursing evaluation) yes; has this patient reported a pump malfunction within the past 6 months (offer nursing) no. Reported to (B)(6) by pt/caregiver.